Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts detached and perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, one month of post deployment, an x-ray lumbar spine was performed which showed inferior vena cava filter was noted. Around, six months later, a computed tomography angiogram of pulmonary artery and chest was performed which showed no evidence of pulmonary embolism. Around, one month later, patient presented with the complaints of abdominal pain. Around, four years later, patient presented with the complaints of neck pain, upper back pain and bilateral shoulder pain. Around, two years and five months later, a computed tomography of abdomen and pelvis was performed which showed positive for caval perforation. The superior extent of inferior vena cava filter at l3-l4 disc space and inferior extent at superior l5 vertebral body. A total of six prongs have perforated through the inferior vena cava with maximum distance prongs perforated through the inferior vena cava 4.51 mm. The coronal images showed 6.49-degree tilt left to right and sagittal images showed 18.26-degree tilt posterior to anterior. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. However, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2013).

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, one month of post deployment, an x-ray lumbar spine was performed which showed inferior vena cava filter was noted. Around, six months later, a computed tomography angiogram of pulmonary artery and chest was performed which showed no evidence of pulmonary embolism. Around, one month later, patient presented with the complaints of abdominal pain. Around, four years later, patient presented with the complaints of neck pain, upper back pain and bilateral shoulder pain. Around, two years and five months later, a computed tomography of abdomen and pelvis was performed which showed positive for caval perforation. The superior extent of inferior vena cava filter at l3-l4 disc space and inferior extent at superior l5 vertebral body. A total of six prongs have perforated through the inferior vena cava with maximum distance prongs perforated through the inferior vena cava 4.51 mm. The coronal images showed 6.49-degree tilt left to right and sagittal images showed 18.26-degree tilt posterior to anterior. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. However, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts detached and perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.